Event description:
It was reported that the during the posterior cervical procedure the screwdriver was not disengaging from the screw properly. No patient complications were observed or noted as a result.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The device was returned for evaluation. Macroscopic examination of instrument did not identify any material or functional issue with respect to deformation, wear, or breakage that could contribute to the foregoing event. Two (2) sample vertex screws (pn # (B)(4)) utilized to functionally evaluate screwdrivers. No issues with driver head retention or removal from mas head. Driver hex measured and both found to be within print specification based upon print specification (B)(4). It is possible to induce difficulty of removal by driving screw the too far and bottoming out the ma screw head, thus not allowing proper movement of the head and possibly inducing binding due to lateral forces on the driver which can create difficulty when removing the driver. Unable to replicate customer concern; after macroscopic and dimensional inspection, and functional evaluations, the instrument functions as intended.